Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after the right ventricular lead was successfully placed; it exhibited loss of capture. It was suspected that the lead had perforated the heart. The patient was asymptomatic and in stable condition. The lead was repositioned and successfully implanted. The patient's condition was stable during and post procedure.